Manufacturer narrative:
Based on the results of the examination and on co's knowledge co can make the following statement: the insulin pump is fully functioning. Co cannot find any defect in the pump which could have been the reason for the non given alarm for the empty cartridge. What could have happened is that the pt had initialized the function resetting for a new cartridge" with a none 100% filled cartridge or that the function. Restting for a new cartridge" was made a second time with a partially empty cartridge. Co recommend to measure the blood sugar 4-5 times a day to reduce any risks of hypo- or hyperglycaemia. The h-tron v100 with a lifetime of 24 months will be kept at disetronic medical systems ag. Burgdorf according to the repair/warranty mangement for insulin pumps 27th february 1996.

Event description:
The pt stated that the cartridge was empty but that the end of cartridge alarm never sounded. Her blood glucose level rose to 700 mg/dl.